Event description:
Report received of no audible alarm tones during an alarm condition. The device was returned to the biomedical department with a report that the device was "not working correctly." There were no reports of any adverse events while the device was in clinical use. During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. Though requested, no additional information was provided.

Manufacturer narrative:
A field service representative performed testing and investigation at the user facility. During testing, the device did not sound an audible alarm tone during an alarm condition. This was due to the circuit board.